Manufacturer narrative:
Investigation summary: a review of documentation, manufacturing instructions, instructions for use, specification and quality control data was conducted on the returned device during the investigation. The returned device was found to be non-functional due to sheath damage near the handle. All devices are 100% inspected for functionality and integrity before packaging. The IFU contains a caution to not use excessive force to manipulate the device, or damage to the device may occur. The amount of force applied to the device is unknown. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information, inspection of returned product and the investigation, a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported during a ureteroscopy procedure, the ncircle tipless stone extractor was tested prior to use. During the procedure, the basket would not deploy after the physician inserted the device. Another new basket was opened and used instead to complete the procedure. No portion of the device detached requiring retrieval from the patient¿s body. There were no reported adverse consequences or effects to the patient due to this occurrence. As reported, the patient is at home and recovering.